Event description:
A 4.5mm lcp condylar plate broke post-operatively. Patient with a pre-existing left total knee prosthesis experienced an unknown accident/injury and subject plate was implanted. Nine months later the plate was removed. Per the removal surgeon, 'fracture apparently never healed completely and a couple of days ago the plate broke.' During a revision procedure, the broken plate was removed and patient was revised to a stryker nail, locking bolts, the fibrous tissue was removed and 30cc cancellous bone graft and putty were implanted. Reportedly, a knee immobilizer was used post operative.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. A review of the manufacturing records for this lot has been requested.